Event description:
It was reported that the patient was implanted with a model pcb00 intraocular lens (iol) and pre-operative he had 0.25 diopter of astigmatism and post-operative he came out with 2.5 diopter. After the iol was explanted and replacement with a new pcb00 iol, the patient's outcome was corrected. There was no dov behind the iol, the iol had not tilted. No further information was provided.

Manufacturer narrative:
Pt age: age/date of birth: unknown. Date of event: unknown. Serial number: unknown, expiration date: unknown. Implant and explant dates: if implanted, give date: unknown. Initial reporter: telephone number: (B)(6). (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.